Event description:
It was reported that t:slim x2 pump battery would not charge despite use of different charging cables and wall adapters. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, and instructed customer to place pump in storage mode and return it using prepaid label, which customer acknowledged.